Event description:
Updated summary : customer reported having high blood glucose and alleged insulin flow block. There was also pain at set insertion site. Customer turned off the smartguard automatic mode because he did not trust the released corrections. He then removed the set and found bent cannula. Troubleshooting was performed for insulin flow block and it was found that the pump did not alarm with no reservoir detected and also did not receive load reservoir. High was treated with the pump. No treatment was mentioned for the pain. Pump was used within 48 hours of the high. It was likely that smartguard was used since customer later turned it off.

Manufacturer narrative:
Additional information has been received. The received information has been provided in sections b5, h6 under hecc,heic and h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer contacted for problems with the insulin pump that appear to have given the blocking of insulin flow during the regular delivery of basal and/ or corrections. The patient previously switched sets and tanks, finding the cannula folded into a piece of the box. The customer had a blood glucose of 254 mg/ dl. The only thing customer noticed that the value did not drop despite the delivery was active, customer correctly gave a glycemic input to the pump with the value learned from the meter just before calling, also providing the recommended dose. The site where it was inserted (abdomen) the infusion set was very bad for the patient since they inserted it, felt a lot of pain in the area even just touching. The customer also indicated that they turned off the smartguard automatic mode because they did not trust the released corrections. They removed the set and in this case the removal indicated to find the cannula, which, it seemed to shrink towards the bottom of the cannula needle. Troubleshooting was performed for insulin flow blocked and it was found that insulin pump did not alarm with no reservoir detected and also did not receive laod reservoir. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the device or not. The product will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.